Event description:
Pt was placed on duo-therm disposable blanket, not level 1 product. The next day clinician discovered 1st and 2nd degree burns on the pt's legs, buttocks, back, and back of arms. Treatment included the use of level 1 c400-10, temperature cable, when incident occurred.